Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter read inaccurately high. The reporter indicated that the alleged meter issue started on the day before, at 1:30 pm. The pt reportedly obtained a meter reading of "201 mg/dl" thirty mins after eating a meal. Based on the meter reading, the pt took 6 units of sliding-scale humulin-r-insulin. The pt takes 6 units of sliding-scale insulin for readings between "200-250 mg/dl". The pt then took a nap. Around 5:30 pm that same day, the pt allegedly woke up feeling very clammy. The reporter tested the pt's blood glucose with the reported meter and got a result of "57 mg/dl". The reporter then treated the pt with several cups of orange juice and a 1/4 of a sandwich. The pt and reporter proceeded to eat dinner. At 8:12 pm, the pt retested with the reported meter and got a result of "199 mg/dl." The pt's blood glucose was not tested on another device during the time of concern. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The reporter did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt was treated with food and a beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.